Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. The sensor panel was returned and was repaired for the loose screw issue. The ref pc board was also replaced. The service engineer performed calibration and self tests. (B)(4).

Event description:
The customer reported that an error code displayed on the system. The returned unit was repaired for a loose screw issue.